Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. (B)(4).

Event description:
Representative reports the controller screen showed settings not available (screen 59). The patient called her and reported seeing this screen. The caller was not with the patient and had not yet called her back. Representative will call the patient back and have her try decreasing to 0.0 and trying to increase again. The patient started the trial on (B)(6) 2016. The patient got great relief up until seeing the screen 59. There were no medical symptoms reported . Event date on (B)(6) 2016. Additional information from the healthcare provider reported that the patient was getting an error message with her trial stimulator. Because of the patient size she had pulled her lead. The healthcare provider had to use the adapter that the other lead grounds and the active lead and they couldn't switch to the other side. It was reported that the patient had a good trial for her first 36 hours and was getting implanted on (B)(6) 2016. Everything was resolved.